Event description:
It was reported that during a bowel resection procedure, the device was fired and the staples were good. Two days post-op, the patient returned with a leak. They went in and over sewed the are with suture. The patient has since expired. It is unknown how long after the procedure that the patient expired. The device was discarded. The account does not attribute the incident to the device. There is a question as to whether this patient as an appropriate surgical candidate. Additional information is being requested.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.